Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had received two inappropriate shocks due to t-wave oversensing. It was noted that smart pass was on. A boston scientific technical services consultant reviewed the data and informed the caller to consider re-running automatic setup and increasing the conditional zone from 180 bpm to 200 bpm. No adverse patient effects were reported.